Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 9mm amplatzer septal occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During procedure, the occluder deployed as a cobra deformation. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed and replaced with another 9mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Image received appeared to show the occluder device deformed in cobra conformity. It is possible that the device was oversized as a smaller device fit well in the anatomy and was implanted; however, the exact cause of device deformity could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.